Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgical procedure on (B)(6) 2018, the screwdriver shaft broke into several fragments while performing final tightening of the locking cap for universal reduction screw (urs). All fragments were retrieved. Surgery was completed successfully with no delay. Patient status reported as stable. Concomitant devices reported: locking cap for urs (04.636.001, lot number unknown, quantity 1). This report is for one (1) screwdriver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.689.001; lot: 9466773; manufacturing site: haegendorf; release to warehouse date: may 22, 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The implant was received with the reported condition of ¿broken (2+ pieces) intraoperatively: rm.¿ the following investigation flow was performed: broken. It was visually observed that the instrument broke at the distal tip; the breakage resulted in three fragments. The fracture is transverse. The balance of the instrument is in fair condition. The complaint condition is confirmed and the received condition agrees with the complaint description. The cause of the issue could not be definitively traced to use error, misuse/abuse, non-compliance, postoperative trauma. Dimensional inspection: diameter specification: ø 5 +/- 0.3 mm. Measured diameter: ø 4.99 mm; conforming. Device used: calipers ca215p. A device history review, was performed for the returned implant¿s lot number and no material review reports (mrrs), nonconformance reports (ncrs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the current design drawing and the drawing revision at the time of manufacture was performed: top level no issues were identified. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. It is possible that an excessive off-axis load was applied resulting in the complaint condition. The raw material was not reviewed because only the top level of the device history record was reviewed as sub-components are not lot tracked. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.